Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer states that one male patient under finastid therapy generated an architect total psa of 5.26 ng/ml with a free psa of 5.34 ng/ml. A second sample was drawn from this same patient and generated total psa results of 20 ng/ml with a free psa result of 1.76 ng/ml. The customer states that the second set of results is correct. There is no impact to patient management reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, list 7k70-20, that has a similar product distributed in the us, list number 6c06.architect i2000sr analyzer list#: 3m74-01; architect free psa assay list#: 7k71-20 lot#: 54351lf00. No return patient sample was made available for this investigation from the customer site so the performance of the reagent lot 55510lf00 was examined using an in-house retained reagent kit of the lot number under investigation and in-house serum based samples. The serum based samples used were closest in concentration to the patient's sample for which discrepant results were obtained. These serum based samples were tested to confirm the appropriate recovery of both free and complexed psa using the architect total psa reagent lot 55510lf00. Two runs were performed using the architect analyzer. Fifteen replicates of calibrators 1 and 2 were used to generate the calibration curve and one replicate of each level of architect total psa controls were tested to assess the validity of the calibration curve. Fifteen replicated each of the in-house serum based samples were then tested twice on one instrument to simulate the patient samples. The results obtained using the serum based samples containing complexed and free psa were within the expected ranges and passed acceptance criteria. A review of the testing data generated by the quality control laboratory prior to approving this lot of reagent for sale was conducted. No anomalies were reported and all kit release specifications were met. Furthermore, a review of complaint records registered for the architect total psa (list number 7k70) was performed. The reports indicated that there were no trends related to discrepant patient results as reported by the customer. The architect total psa assay insert contains adequate information to address the customer's concern. The results of the investigation demonstrated that the architect total psa reagent lot 55510lf00 is performing within its intended use, label claims and specifications. This is a final report.